Event description:
Customer reported on 24 april 2024 from france that the elvie pump was turning off mid session. The customer said that trouble shooting steps did not help. The customer stated that she later developed mastitis and a milk clot and/or white blister on her nipple. The customer alleged that a malposition of the appliance may be obstructing the ducts, leading to mastitis. The customer was seen by a midwife and was prescribed antibiotics.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has been asked to return the device for investigation. At this time the customer has not returned the device, therefore, we can not conclude whether the device has malfunctioned or attributed to the customer's mastitis. If the investigation determines any further information, a follow up report will be sent.